Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. Following completion of the procedure and transfer of the patient from the operating room, the patient initially appeared stable. However, after a few hours post-procedure, the patient developed hypotension. An echo was performed, which revealed the presence of a pericardial effusion. Prompt intervention was carried out, and pericardial drainage was successfully performed. After appropriate management, the patient recovered well, remained clinically stable, and was subsequently discharged in good condition. The device used for the transeptal is: baylis ref: nrg3001. Lot: 38069010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).